Manufacturer narrative:
Additional information has been requested but to date has not yet been provided. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported a portion of the foley catheter was retained inside of the patients bladder. The foley was inserted by a provider.

Manufacturer narrative:
Submit date: 30-may-2019. Additional incident details were provided by the initial reporter and added.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One decontaminated incomplete sample was received at the plant for the investigation. The sample received was a of portion of the device and not the complete product. A visual inspection found the sample was cut in half. As a result, we were unable to confirm the reported issue because the body of the catheter was not provided. Because the reported issue could not be confirmed we were unable to determine the root cause. No corrective actions are deemed necessary at this moment. The process is running according to product specifications meeting quality acceptance criteria will be keep monitoring the process for any adverse trends that require immediate attention.